Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of this report: 05nov2019. The customer troubleshot with tech support over the phone. The customer stated that re-calibrating the touchscreen resolved the issue and the device is now back in service.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported that the device's touchscreen would have to be frequently recalibrated. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.